Event description:
An optometrist reported patient with diffuse lamellar keratitis left eye at 1 day post op bilateral lasik. Topical steroid drops which the patient was taking were increased, to four times a day, and upon one week follow up diffuse lamellar keratitis had resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).